Event description:
It was reported that a patient implanted with an impella 5.5 experienced high purge pressure. No kinks or obstructions were noted. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D1. Brand name updated. H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Purge pressure high: the cause of the purge pressure high was not determined due to lack of clinical details, no product or data logs returned for analysis.